Manufacturer narrative:
Final analysis found the lead was returned in two pieces. External abrasion breaching the outer insulation and exposing the outer coil was observed at 41.0 cm to 42.0 cm and at 46.5 cm to 47.0 cm from the distal tip; all five filars were found abraded and separated at these locations. External abrasion breaching the outer insulation and exposing the outer coil was also noted at 45.0 cm to 45.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device. . The abrasion found most likely contributed to the reported complaints from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited high capture thresholds and decrease in r-wave amplitude. The lead was explanted and replaced. The patient was fine post procedure.